Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative identified that the float was stuck in the tank. The float was dislodged and re-positioned and subsequent functional testing did not identify further issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend has been identified for this type of issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluation on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that an error message was displayed on the patient circuit of the sorin heater-cooler system 3t during setup. There was no patient involvement.